Manufacturer narrative:
No device logs or ECG full disclosure waveforms were available for the reported event as the information had been overwritten on the device, as the event occurred in june. Therefore, root cause cannot be determined.

Event description:
During routine monitoring of an 88-year-old patient in the ICU (intensive care unit), the ECG (electrocardiogram) trace was initially displayed correctly on the m540 monitor. Upon connecting electrodes for a 12-lead ECG, the monitoring system began to fail intermittently. The ECG scope functioned for approximately 25% of the time, then cut out, then resumed, repeatedly. All electrodes and extension leads were replaced, but the issue persisted. To ensure uninterrupted cardiac assessment, a resting ECG was performed using a schiller at-102 device. Although no harm occurred during this incident, the malfunction of the m540 monitor during 12-lead ECG setup constitutes a reportable malfunction. The failure to maintain continuous ECG monitoring in an ICU setting could lead to delayed detection of life-threatening cardiac events. Therefore, this incident is considered reportable due to the potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Drager has started an investigation. A follow-up report will be provided upon completion.

Event description:
During routine monitoring of an 88-year-old patient in the ICU (intensive care unit), the ECG (electrocardiogram) trace was initially displayed correctly on the m540 monitor. Upon connecting electrodes for a 12-lead ECG, the monitoring system began to fail intermittently. The ECG scope functioned for approximately 25% of the time, then cut out, then resumed, repeatedly. All electrodes and extension leads were replaced, but the issue persisted. To ensure uninterrupted cardiac assessment, a resting ECG was performed using a schiller at-102 device. Although no harm occurred during this incident, the malfunction of the m540 monitor during 12-lead ECG setup constitutes a reportable malfunction. The failure to maintain continuous ECG monitoring in an ICU setting could lead to delayed detection of life-threatening cardiac events. Therefore, this incident is considered reportable due to the potential for serious injury if the malfunction were to recur.